Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an activa implant procedure, the lead came out of the box damaged. The lead tip looked bulbous and misaligned. The lead was not used in the pt and different leads were used instead. There were no pt injuries and the pt recovered without sequelae.